Event description:
A malfunction on the pump was reported by the caller. The reported issue did not cause the customer's blood glucose level to exceed 500 mg/dl, implying no adverse impact. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to contact support again if the issue resurfaced.